Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain / cramping / lower abdominal pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), endometriosis ("endometriosis") and vaginal infection ("vaginal discharge / infection"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the abdominal pain lower, endometriosis and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, endometriosis and vaginal infection to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain and cramping. A partial hysterectomy was performed around 5 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience severe lower abdominal pain and cramping. She also presented endometriosis. Although endometriosis can be an alternative explanation for lower abdominal pain, the contributory role of essure for the event cannot be ruled out. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain / cramping / lower abdominal pain") in a 22-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: aspirin, zoloft, robaxin, zofran, valium, inderal, klonopin, tegretol, minipress, norco, lopressor, bentyl, diflucan, phenergan, ativan, nican and neurontin. On (B)(4)2008, the patient had essure inserted. On (B)(4)2008, 1 month 16 days after insertion of essure, the patient experienced back pain ("lower back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2008, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In july 2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux"). In october 2009, the patient experienced vomiting ("vomiting") and nausea ("nausea"). In october 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2013, the patient experienced abdominal pain ("pain abdominal"). On (B)(4)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2013, the patient experienced bladder disorder ("bladder problem or change"). In july 2014, the patient experienced blindness ("temporary visual loss") and photophobia ("photophobia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), abdominal pain upper ("epigastric pain"), urinary tract infection ("uti"), pain in extremity ("leg pain"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginal discharge / infection"). The patient was treated with surgery (partial hysterectomy on (B)(4)2013). Essure was removed on (B)(4)2013. At the time of the report, the abdominal pain lower, endometriosis, female sexual dysfunction, depression, anxiety, blindness, photophobia, gastrointestinal disorder, abdominal pain upper, vomiting, bladder disorder, urinary tract disorder, urinary tract infection, pain in extremity, nausea, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, blindness, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, photophobia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: from medical records ((B)(4)2015): the patient has experienced similar episodes in the past, multiple times, and the symptoms today are exactly the same, to previous endom ethos's flare up. She had a total hysterectomy several years ago but still has problems. Discrepency was noted in the product explant date as previously it was reported as (B)(4)2013 and later in pfs it was reported as hysterectomy on may-2014 and reported as essure not removed. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia(inability to have sexual intercourse), bladder problem or change, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uti, migraines, headaches, nausea, pain, depression, anxiety, vaginal discharge, temporary visual loss, vomiting, photophobia., lower back pain, nausea, epigastric pain, leg pain and did not undergo an essure confirmation test" were added. New reporter were added. Historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain / cramping / lower abdominal pain"), the first episode of blindness transient ("vision loss to left eye and partial loss to right eye for unknown period of time") and the second episode of blindness transient ("vision loss to left eye and partial loss to right eye for unknown period of time") in a 22-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included panic disorder, cancer, anxiety in 2000 and tonsillectomy. Previously administered products included for panic disorder: prozac in 2004; for an unreported indication: aspirin. Concurrent conditions included amenorrhea. Concomitant products included carbamazepine (tegretol) from 2012 to 2016, clonazepam (klonopin) from 2012 to 2015, dicycloverine hydrochloride (bentyl) from 2009 to 2014, fluconazole (diflucan) from 2012 to 2014, gabapentin (neurontin) since 2008, ibuprofen from 2008 to 2011, lorazepam (ativan) since 2009, methocarbamol (robaxin) from 2011 to 2016, metoprolol tartrate (lopressor) from 2013 to 2014, nican /01468801/ from 2013 to 2014, ondansetron (zofran) from 2013 to 2016, promethazine (phenergan) from 2009 to 2015, propranolol hydrochloride (inderal la) from 2012 to 2016, quetiapine (seroquel) from 2011 to 2012, sertraline (zoloft) from 2008 to 2009, trazodone from 2011 to 2015 and vicodin (norco) from 2008 to 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 16 days after insertion of essure, the patient experienced back pain ("lower back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2008, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In july 2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux"). In october 2009, the patient experienced vomiting ("vomiting") and nausea ("nausea"). In october 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2013, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2013, the patient experienced bladder disorder ("bladder problem or change"). In 2013, the patient experienced weight increased ("weight gain"). In july 2014, the patient experienced the first episode of blindness transient (seriousness criterion medically significant), the second episode of blindness transient (seriousness criterion medically significant) and photophobia ("photophobia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), abdominal pain upper ("epigastric pain"), urinary tract infection ("uti"), pain in extremity ("leg pain"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal discharge / infection") and vision blurred ("blurred vision"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, endometriosis, female sexual dysfunction, depression, anxiety, the last episode of blindness transient, photophobia, gastrointestinal disorder, abdominal pain upper, vomiting, bladder disorder, urinary tract disorder, urinary tract infection, pain in extremity, nausea, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, back pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, photophobia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased, the first episode of blindness transient and the second episode of blindness transient to be related to essure. The reporter commented: from medical records (25feb2015): the patient has experienced similar episodes in the past, multiple times, and the symptoms today are exactly the same, to previous endom ethos's flare up. She had a total hysterectomy several years ago but still has problems. Discrepency was noted in the product explant date as previously it was reported as (B)(6) 2013 and later in pfs it was reported as hysterectomy on may-2014 and reported as essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-sep-2008: essure in both fallopian tubes for tubal ligation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, anxiety, depression, back pain, endometriosis, nausea, dyspareunia, dysmenorrhea, and migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain / cramping / lower abdominal pain") in a 22-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included panic disorder, cancer, anxiety in 2000 and tonsillectomy. Previously administered products included for panic disorder: prozac in 2004; for an unreported indication: aspirin. Concurrent conditions included amenorrhea. Concomitant products included carbamazepine (tegretol) from 2012 to 2016, clonazepam (klonopin) from 2012 to 2015, dicycloverine hydrochloride (bentyl) from 2009 to 2014, fluconazole (diflucan) from 2012 to 2014, gabapentin (neurontin) since 2008, ibuprofen from 2008 to 2011, lorazepam (ativan) since 2009, methocarbamol (robaxin) from 2011 to 2016, metoprolol tartrate (lopressor) from 2013 to 2014, nican /01468801/ from 2013 to 2014, ondansetron (zofran) from 2013 to 2016, promethazine (phenergan) from 2009 to 2015, propranolol hydrochloride (inderal la) from 2012 to 2016, quetiapine (seroquel) from 2011 to 2012, sertraline (zoloft) from 2008 to 2009, trazodone from 2011 to 2015 and vicodin (norco) from 2008 to 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 16 days after insertion of essure, the patient experienced back pain ("lower back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux"). In (B)(6) 2009, the patient experienced vomiting ("vomiting") and nausea ("nausea"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the (B)(6) experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem or change"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced blindness unilateral ("vision loss to left eye and partial loss to right eye for unknown period of time"), visual impairment ("vision loss to left eye and partial loss to right eye for unknown period of time") and photophobia ("photophobia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), abdominal pain upper ("epigastric pain"), urinary tract infection ("uti"), pain in extremity ("leg pain"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal discharge / infection") and vision blurred ("blurred vision"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, endometriosis, female sexual dysfunction, depression, anxiety, blindness unilateral, visual impairment, photophobia, gastrointestinal disorder, abdominal pain upper, vomiting, bladder disorder, urinary tract disorder, urinary tract infection, pain in extremity, nausea, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, back pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, blindness unilateral, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, photophobia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: from medical records (B)(6) 2015): the patient has experienced similar episodes in the past, multiple times, and the symptoms today are exactly the same, to previous endom ethos's flare up. She had a total hysterectomy several years ago but still has problems. Discrepency was noted in the product explant date as previously it was reported as (B)(6) 2013 and later in pfs it was reported as hysterectomy on (B)(6) 2014 and reported as essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure in both fallopian tubes for tubal ligation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, anxiety, depression, back pain, endometriosis, nausea, dyspareunia, dysmenorrhea, and migraine. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet (pfs) ¿ historical drug (prozac); concomitant conditions (panic disorder, cancer, anxiety and tonsillectomy); concomitant drugs; previous reported event amendment (from temporary visual loss to vision loss to left eye and partial loss to right eye for unknown period of time); and new adverse events (blurred vision and weight gain). On 22-may-2018: medical records ¿ new reporters (healthcare facilities); imaging exam (hysterosalpingogram); and essure removal method update (laparoscopic-assisted vaginal hysterectomy). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain / cramping / lower abdominal pain") in a female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and vaginal infection ("vaginal discharge / infection"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, endometriosis and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, endometriosis and vaginal infection to be related to essure. The reporter commented: from medical records ((B)(6) 2015): the patient has experienced similar episodes in the past, multiple times, and the symptoms today are exactly the same, to previous endom ethos's flare up. She had a total hysterectomy several years ago but still has problems. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Lot number received. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation of ptc company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain and cramping. A partial hysterectomy was performed around 5 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience severe lower abdominal pain and cramping. She also presented endometriosis. Although endometriosis can be an alternative explanation for lower abdominal pain, the contributory role of essure for the event cannot be ruled out. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.